Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information : e1 (initial reporter last name).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the device was " difficult/failure to deploy".the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device, but it was reported that the shrink wrap was removed from the ligator head at the beginning of the set up. However, the instructions for use (IFU) document states that the shrink wrap should be removed after the ligator head is affixed to the endoscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the device was " difficult/failure to deploy".the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device, but it was reported that the shrink wrap was removed from the ligator head at the beginning of the set up. However, the instructions for use (IFU) document states that the shrink wrap should be removed after the ligator head is affixed to the endoscope. There were no patient complications reported as a result of this event.